Event description:
This case was initially received via regulatory authority (ansm, reference number: r2100342) on 20-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain') and multiple sclerosis ('very atypical multiple sclerosis') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pain (seriousness criterion medically significant), diplegia ("paralysis of the lower limbs/ motor paralysis"), sensory disturbance ("neulogical issue (sensory)/ sensory problems"), visual impairment ("visual problems"), urinary incontinence ("urinary incontinence"), urinary retention ("urinary retention and incontinence"), ileus ("ileus"), anal incontinence ("intestinal incontinence"), fatigue ("extreme fatigue") and cognitive disorder ("cognitive problems"), 2 months 3 days after insertion of essure. In february 2017, the patient experienced multiple sclerosis (seriousness criterion disability). Essure treatment was not changed. At the time of the report, the pain, multiple sclerosis, diplegia, sensory disturbance, visual impairment, urinary incontinence, urinary retention, anal incontinence, fatigue and cognitive disorder had not resolved and the ileus outcome was unknown. The reporter provided no causality assessment for anal incontinence, cognitive disorder, diplegia, fatigue, ileus, multiple sclerosis, pain, sensory disturbance, urinary incontinence, urinary retention and visual impairment with essure. The reporter commented: since (B)(6) 2017, she has been receiving intensive neurological care and treatment, can no longer walk and is incapacitated with a category 2 disability, wheelchair-bound, her everyday life consists of rehabilitation and hospitalization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-jan-2021. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain') and multiple sclerosis ('very atypical multiple sclerosis') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pain (seriousness criterion medically significant), monoplegia ("paralysis of the lower limbs/ motor paralysis"), sensory disturbance ("neulogical issue (sensory)/ sensory problems"), visual impairment ("visual problems"), urinary incontinence ("urinary incontinence"), urinary retention ("urinary retention and incontinence"), ileus ("ileus"), anal incontinence ("intestinal incontinence"), fatigue ("extreme fatigue") and cognitive disorder ("cognitive problems"), 2 months 3 days after insertion of essure. In (B)(6) 2017, the patient experienced multiple sclerosis (seriousness criterion disability). Essure treatment was not changed. At the time of the report, the pain, multiple sclerosis, monoplegia, sensory disturbance, visual impairment, urinary incontinence, urinary retention, anal incontinence, fatigue and cognitive disorder had not resolved and the ileus outcome was unknown. The reporter provided no causality assessment for anal incontinence, cognitive disorder, fatigue, ileus, monoplegia, multiple sclerosis, pain, sensory disturbance, urinary incontinence, urinary retention and visual impairment with essure. The reporter commented: since (B)(6) 2017, she has been receiving intensive neurological care and treatment, can no longer walk and is incapacitated with a category 2 disability, wheelchair-bound, her everyday life consists of rehabilitation and hospitalization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.